Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer's friend in united states on (B)(4) 2015 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted. Reporter, who also had essure inserted, reported that she has a (B)(6) year old friend that had to have a total abdominal hysterectomy due to essure. ((B)(4)). Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(4) 2015: consumer´s friend informed that she does not have her friend´s contact information. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and had a tah (total hysterectomy) due to essure. This event is serious due medical importance and listed in the reference safety information for essure. If after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, limited information was provided. A reporters's friend had to have a tah (total hysterectomy) due to essure. Although the patient's medical history and the circumstances of the hysterectomy had not been informed, causality between the reported event and suspected insert cannot be excluded and therefore this case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.